Event description:
It was reported that the patient had high left ventricular (lv) lead impedance at the follow up visit. The physician thought the impedance was due to the lead moving within the vein and was not concerned with the measurement. The lead remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant: 5076-52 lead implanted: 2013-(B)(6); 6947m72 lead implanted: 2013-(B)(6). (B)(4).